Manufacturer narrative:
Returned device was received in good physical condition with a scratched screen. During the evaluation of the device, the pump was double beeping on power up. This was found to be an issue with the downstream sensor. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that a smiths medical pump presented with continuously beeping. There was no patient present at the time of the event. There were no reported adverse events.